Event description:
It was reported that when using the bd pyxis medstation system, main drawer 4 failed to open and required maintenance. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a main full height drawer 4 failure, which was unable to open. A field service engineer removed the back cover and found that the magnet was missing from the latch. Installed a new latch to resolve the issue. A field service engineer confirmed with a customer that there was a delay in dispensing medication to the patient. The system functioned as intended after the field service engineer troubleshooted the device.